Event description:
Per the clinic, the patient experienced a skin dehiscence, leading to an infection at the implant site. Subsequently, the patient was hospitalized for a duration of 10 days and treated with antibiotics (specific type, date and duration not reported). However, the issue could not be resolved and the device was explanted on (B)(6) 2025. Re-implantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. Device analysis report attached.